Event description:
Nellcor puritan bennett (npb) received info stating that a pt expired while on ventilator use. Npb's customer service engineer inspected the device and found that unit was working according to npb's specifications. Doctor confirmed death of pt is caused by medical condition.